Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: treatment of the restenosis. Device issue: none. It was reported that a vision stent was implanted in 2006. Two months later, the pt returned with angina pectoris. An angiography was performed and an 85% restenosis was found in the vessel, which was previously treated with the vision stent. Another co's stent was used to treat the restenosis. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info. Restenosis and angina, as listed in the instructions for use, are known adverse events associated with coronary stenting. There does not appear to be any indications of a stent delivery system quality problem.